Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken molded insulator on the jaw. The detached fragment measured approximately 0.08" × 0.3" and was not returned with the instrument, confirming material separation. The grip base associated with the cracked molded insulator appeared bent. Additionally, one grip was severely bent, resulting in misalignment of the grip tips and a 0.25" offset, which adversely impacted the mechanical support and stability of the jaw and molded insulator. No cracking damage was observed on the grips. The instrument was also found to have an intact jaw detached from the grip base. Also, damage to the conductor wire insulation was observed at the grip tip; however, the bipolar conductor wire remained attached to the intact jaw and was properly routed. There was no insulation fragmentation, and although the internal conductor wire was exposed, it was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the broken molded insulator and detached fragment can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause of the severely bent grip tips is damage incurred during use or reprocessing. Significant misalignment may result from accidental drops, improper instrument tray or sink sizing during reprocessing, or excessive force applied to the jaws that overloaded the tips. Visual inspection and analysis indicated that the bent grip tip likely introduced abnormal mechanical stress, leading to cracking of the molded insulator and loss of mechanical support, which ultimately caused separation of the jaw from the grip base while the jaw remained structurally intact.

Event description:
It was reported that the 8mm force bipolar instrument part of grasper tip was broken in half. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.